Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that when they put the pump in, they ¿had to do a second surgery and maybe even a third¿ because ¿it wouldn¿t stay tacked down¿ because the patient had lost over 200 pounds prior to having the pump implanted. The doctor had to go back in and ¿take it down¿ and the patient was supposed to have a bunch of skin taken off and the patient ¿ended up really bad, sick¿. No further complications have been reported as a result of this event.